Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05616. It was reported that both of the patient's leads had high impedances and the patient did not have effective therapy. As a result, surgical intervention was undertaken to explant both leads and replace them. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.